Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/20/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the display with auditory and vibratory features. The contrast button was unresponsive. Removal of the cover found moisture and contamination under the button contact. (B)(6)

Event description:
The pump was returned for investigation. Investigation found that the contrast button was unresponsive and contamination and moisture was found under the button contact. This report is made based on the results of investigation completed on 01/20/2015.